Event description:
It was reported that during an unknown procedure, there was a solid tone with error code "5" after working 10 minutes. Reinstalled, but still had same problem. Changed another one to complete the procedure. No reported patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen04, an error code 5 was displayed. A probable cause of the device stopping activating and displaying an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. No incident related to the reported event was observed during the batch record review.